Event description:
It was reported that the cross bar was broken, causing the device to fall apart. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported that the cross bar was broken, causing the device to fall apart. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.